Event description:
Scheduled procedure was partial lobectomy of the left lung. According to the event report "dr., surgeon used the ets45 on the patient. Staples did not hold resulting in hole in pulmonary artery branch. Dr., vascular surgeon called in for repair of artery". Patient required multiple transfusions due to severe loss of blood.